Event description:
It was reported that during a angioplasty procedure, a balloon rupture occurred. The 80% stenotic de novo 12mm lesion was located in the severely tortuous and moderately calcified proximal first diagonal artery. The physician advanced the 1.5x15mm apex balloon catheter to the lesion through significant resistance. On the first inflation, the physician inflated the balloon to 8atms and a "loss of pressure at the manometer and exit of contrast media at the coronary artery was observed." There were no pt complications. The device was removed intact. The procedure was successfully completed with another 1.5x20mm balloon catheter. Pt status is reported as "stable." This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.